Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. During inspection of the photo it was observed that the luer lock was separated from the tubing. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The product involved was reported to be a one-link extension set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unknown one-link extension set separated from an unspecified component. Patient involvement and the step of setup or therapy during which this occurred were not reported. No additional information is available.